Event description:
Customer reported via phone call, he had dropped the insulin pump into the water. Now, the device was alarming battery out limit and was unresponsive. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer hung up and did not agree to return the device after being informed he had another device that hadn't been returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.